Manufacturer narrative:
The product and particle have been requested. The sterilization and lot history records were reviewed and found to be acceptable. Investigation is ongoing.

Event description:
It was reported by a user facility in the united kingdom that debris was found in the handpiece. The debris was seen in the eye after the phaco needle was inserted and sculpt was being used. It was flushed out with bss, a 1 ml syringe and cannula due to size of debris. The patient was given instruction to attend the emergency eye center if they had any issues over the weekend and return for a follow up.

Manufacturer narrative:
Correction to h6 component code: from 4723 to 4755 and conclusion code: from 22 to 19.

Manufacturer narrative:
Visual inspection of the returned product found no "orange" particles in the tubing or cassette. Inspection of the catheter/syringe found one orange particle stuck to the black piston on the end of the plunger rod. Inspection of the balanced salt solution (bss) bottle found that it contained approximately 450ml of solution. The grey, septum-membrane of the bss bottle was pierced, and no orange particles were found in or on the bss bottle. The orange particle was removed from the catheter syringe plunger rod piston and placed in a petri-dish along with the other two orange particles from the small plastic vial. The orange particles are soft and squishy, not hard to the touch. One particle is 1455 microns long by 608 microns wide, the second particle is 966 microns long by 705 microns wide, the third particle is 828 microns long by 531 microns wide. One of these particles was sent to the lab for analysis. The particle was analyzed using an energy-dispersive spectrometer (eds) equipped with a scanning electron microscope (sem). Eds analysis indicates the particle consists primarily of carbon, oxygen, and calcium with lesser concentrations of silicon, aluminum, chlorine, titanium, and magnesium. The small sample size prohibited further investigation of the particle. It was determined that the most likely source of these particles is from inadequate cleaning of the handpiece. Calcium from the balanced salt solution can build up inside the handpiece if it's not cleaned thoroughly between uses. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation is required.